Manufacturer narrative:
The events of "red burning sensation, swelling, rash and flaky skin", product has "fallen", can "feel and hear it squishing around", cheeks feel "full" and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: adverse events. The most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance, the following adverse events were received from postmarket surveillance for juvederm ultra plus (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvederm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. The onset of ecchymosis generally varied from immediate to 1 day post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases ecchymosis resolved within in a few days to 6 weeks. Additionally there have been reports of nodules, infection, and inflammation. The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days.

Event description:
Pt reported approximately 1 week after injection with juvederm voluma in the "top of the cheek bone" and restylane in the lips, they developed redness, a ¿burning sensation¿, swelling, a rash, and ¿flaky skin¿ on the lips, chin, and area around the mouth. The pt commented that it feels like the product has ¿fallen¿ from the area of injection to the ¿nose and parentheses¿ area. Additionally, the pt indicated they can ¿feel (the product) and hear it squishing around¿ and their cheeks feel ¿full¿. Treatment of symptoms included amoxicillin, prednisone, valtrex, and bactrim. The pt believes the healthcare professional ¿injected the product incorrectly¿. Follow up with the treating healthcare professional provided clarification of the preceding pt report: approximately 2.5 after injection with 2 syringes of juvederm voluma xc in the cheeks, nasolabial folds, and ¿malars¿ and concomitant injection of 1 syringe of juvederm ultra plus xc in the lips, the pt returned to the injecting healthcare professional¿s office indicating they were ¿dissatisfied¿ with the symmetry of the lips. The pt was injected with 1 syringe of juvederm ultra xc in the lips to correct for the unsatisfactory result. Approximately one week after injection with juvederm ultra xc the pt developed a ¿reaction¿ ¿all around (the) mouth, nasolabial folds, down and under (the) chin, and side of nose¿. The pt was treated with valtrex, bactroban, benadryl and percocet for pain. The treating healthcare professional stated they believed that the pt has seen other healthcare professionals since onset, as well, although they did not know the details other than there was no decisive conclusion about etiology of symptoms. This is the same event and the same pt reported under MDR ID # 3005113652-2014-00272 (allergan complaint # (B)(4)) and MDR ID# 3005113652-2014-00305 (allergan complaint # (B)(4)). This is the second MDR submitted for the second suspect product, juvederm ultra plus xc.